Event description:
It was initially reported that during a review of the pt's chart, there was a note on (B) (6) 2009, of the pt having an increase in seizures. No diagnostics were noted to have been performed on that day. It was unk what the frequency of seizures was in relation to pre-vns levels. Last diagnostics were said to be noted on (B) (6) 2008, which were within normal limits. Good faith attempts to obtain add'l info have been unsuccessful to date.